Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, two openings on the posterior side assessed as fold flaw opening. Additional observation: crease observed on the device. Wear abrasion observed on the device. No penetrating nick ( stress marks).

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, right side rupture. Device has been explanted.